Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication errors are occurring with q48hr frequency orders, where nurses are administering medications daily instead of every 48 hours, as the medication appears available for daily pull on the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.